Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the burned distal end was use of a high-energy treatment device (such as a high-frequency device) without ensuring a sufficient distance from the tip. The event can be detected/prevented by following the instructions for use which state: operation manual: chapter 3 preparation and inspection:3.3 inspection of the endoscope. -operation manual: chapter 4 operation:4.3 using endo-therapy accessories. Based on the results of the investigation, the type of foreign material and most likely cause of the foreign material in the scope was unable to be determined. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in operation manual chapter 3 preparation and inspection. IFU states the preventative measures in reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope camera cover had a burn, and the air/water cylinder has foreign objects. There was no patient involvement.